Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra meter was not powering on. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue began in (B)(6) 2012 (day unclear) at 5pm. As part of the patient's diabetes regimen, the patient claimed he is on pills with diet/exercise. It is not known what action the patient took at the time the alleged issue began; however, for reasons now known, the patient indicated he ate more food/drink on (B)(6) 2012. It was noted that 20 minutes after the alleged began, the patient reported experiencing symptoms of blurred vision and lost his focus, but denied seeking medical treatment. At the time of troubleshooting, the cca noted there was no misused of the device; however, it was found that the patient had counterfeit test strips. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the patient claims he was unable to test his blood glucose due to the alleged power issue and reportedly developed symptoms suggestive of hyperglycemia after the alleged meter issue began.

Manufacturer narrative:
(B)(4). Device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis (pa) on (B)(4), 2012 with the following findings: the meter involved with this complaint failed testing. The meter was found to have low battery. After pa replaced the battery, the meter worked properly. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k062195.